Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) was not working in the past couple of weeks. Patient has not been feeling stimulation and the therapy was off on the day of report. Patient was seeing poor communication screen on the patient programmer in the past couple weeks. Patient stated she had a CT scan a couple weeks ago and they saw a "screw" near her colon. A sudden change in symptom was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.